Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Reportedly, this event occurred with two cartridges. The customer changed out the cartridge to a new cartridge and was able to complete the load process successfully. Insulin delivery was resumed. The customer's blood glucose level was 120 mg/dl.